Manufacturer narrative:
The manufacturer previously reported a ventilator stopped working when a bacteria filter was exchanged. During final device testing, the device failed a test step. Although the device failed a test step, the customers allegation of the device not working was not duplicated. The device was found to operate and alarm to design specifications during testing. The failed test step would not have caused or contributed to the noted event. The device needs recalibrated to address the issue

Event description:
The manufacturer received information alleging a ventilator stopped working when a bacteria filter was changed. The patient's blood oxygen saturation decreased and the patient had to be switched to a back up ventilator. The device was returned to the manufacturer's product investigation laboratory for investigation. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The device passed all testing. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.